Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was alarming a battery out limit. The battery had been removed from the insulin pump for an extended period. The alarm occurred after a battery change. The customer¿s blood glucose level was unknown. Troubleshooting was performed. They were advised that it was normal insulin pump behavior. There was no clear indication that the alarm was cleared. The device will not be returned for analysis.

Manufacturer narrative:
The information provided for the product code and common device name with the initial report was incorrect. The correct information has been provided with this report.